Event description:
The slp and the doctor tried to insert the voice prosthesis to the patient three times. At the last trial the blue ring dislodged and it stuck in the esophageal fistula. The doctor could pick it out with a forceps. No effect on patient. Product has been thrown away so it could not be returned to manufacturer.

Manufacturer narrative:
According to the slp they had reloaded the product several times without additional lubrication and on the third attempt the ring dislodged. According to the instructions for use "if the insertion is not successful, it can be repeated with the same tools and devices. If, however, the procedure has to be repeated more than twice, additional water-soluble lubrication of the loading tube is advisable." Secondly the loading tube can not have been placed in the correct position before insertion, in order for the ring to get stuck in the fistula. The clinician did not follow the recommendations in the instructions for use.